Event description:
The user facility reported that a 21-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced intermittent, and self-resolving, high purge pressure and low flow alarms over several hours. The patient was sleeping, and no movement was recorded when the alarms triggered. Additionally, no purge line kinks were observed, and heparin was used in the purge solution. Seven days later, purge fluid was observed to be leaking out of the purge cassette, though no obvious damage or loose connections were found. The leaking resolved after the purge cassette was replaced. No further issues were reported. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure and low flow alarms was completed. The purge cassette and data logs were returned for evaluation. Analysis of the data logs confirmed several instances of sudden spikes in purge pressure over a 6-hour period. All other pump performance metrics were normal. Visual inspection of the purge cassette passed. Functional testing of the purge cassette revealed leaking from the piston seal. The root cause of the purge leak was a piston failure. The root cause of the high purge pressure was not determined since the pump was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.